Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. They reported that they went to the ER due to pain generally all over and they believed it was the ins possibly causing it. They stated that the pain all over started on wednesday and they had previously turned off the left implant. They were instructed to turn off the right implant as well and seek medical attention. They would also notify their md per the agents suggestion. On (B)(6) 2024 they called back to inform that their implants had been explanted on friday due to continuing pain issue.